Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 in order for the patient to upgrade to an MRI compatible device. The patient was reimplanted with another cochlear device during the same surgery.